Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between heater bag and heater line of the cassette. This occurred during fill phase of peritoneal dialysis therapy. The connection issue was further described a loose connection on the heater bag connection because the user did not tighten the connection enough. To resolve the issue, the patient started therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.